Event description:
Patient stated the iv3000 tape did not keep the insulin pump in place, and the catheter has fallen out. The patient's blood sugar has increased after such dislocation, and the highest recording has been approximately 490. Short-term complications included blurry vision, nausea and muscle cramping. The non-adhering problem occurs during application of the tape due to difficulty peeling the tape from the back of the paper and due to the tape loosening from patient's body when performing normal daily errands. The minimed 508 sof-set infusion set includes two small pieces of tape with a hole in the center through which you place the catheter end. The patient was taught during her insulin pump training that the iv3000 tape was to go over the other tape. The dressing did not usually fail when wet unless it had previously started to loosen because of perspiration or tape failure. Outcome attributed to adverse event: cannula dislodged, elevated blood sugar.

Manufacturer narrative:
No customer samples were available for evaluation. The monitoring samples were reviewed and found within specifications for adhesion to steel and adhesive mass weight testing. A review of the current product risk assessment has been performed to document the risk associated with using iv3000 in conjunction with insulin delivery systems. The labeling on the package was reviewed. Although the instructions for use are considered adequate, the labeling for instructions for use has been revised. For non ce marked product, the instructions for use (IFU) were included in the product since the beginning of 2006, and the artwork on the carton was revised as of january 3, 2006. For ce marked product, the current instructions were revised 3/31/06. The IFU includes instructions for application, indications and precautions. The precaution included statements to address stacking of dressing and periodic monitoring of catheter site, especially if site becomes wet. No further action will be taken at this time. However, we will continue to monitor for this type of complaint.